Manufacturer narrative:
Unit received a33 alarms during prime/a33 test and received motor error alarms during basic occlusion test due to faulty fsr(gold).cracked case all corners of display window and scratched on display window and missing end cap sticker noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 275 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.